Event description:
Customer reported 100 ml normal saline was to infuse over 1 hour. The user reported the pump module indicated it was infusing; the vi was increasing, the vtbi was decreasing. After 45 minutes, the patient reported to the nurse that the bag was still full. The user evaluated the administration set; no issues were identified and all the clamps were opened. Stated the pump did not alarm for occlusion or indicate that it was not infusing. The IV set was removed, reloaded into the pump and the infusion was restarted without incident. No patient harm reported. The event occurred in an outpatient infusion area.

Manufacturer narrative:
(B)(4). No product received for evaluation. The customer stated the pump module was not sequestered and the serial number was not identified. No failure investigation or device history record review could be performed.